Manufacturer narrative:
Age/date of birth: unknown/ not provided. Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2018 and (B)(6) 2018. If implanted; give date: unknown, not provided, but the best estimate date is between (B)(6) 2018 and (B)(6) 2018. (B)(6). (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a female patient experienced halos and glare after the implantation of the zxr00 tecnis multifocal iol (intraocular lens). Reportedly, the patient was unable to drive, had disabling glare and had halos around headlights, which were 4 times the size of the light. There was also loss of two or more lines of bscva (best spectacles corrected visual acuity). The patient va for distance was not that great and her near vision was very blurry, n12. For those reasons, the lens was explanted and a non-johnson & johnson lens was implanted as a replacement. No incision enlargement, no sutures were used and no vitrectomy was required. It was also noted that the patient was aware that there was going to be possible side effects from having an iol with any form of multi-focality; however she felt that even with "neuroadaption" it would have become too uncomfortable to leave the lens in situ. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 1/07/2019. Device returned to manufacturer: yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for inspection. Visual inspection showed that the product was cut in pieces, most probably to make the explant possible. Considering the condition of the lens, additional analysis was not possible. The customer's reported complaint was not verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.